Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiogram revealed moderate to severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed following which echocardiogram showed severe central aortic insufficiency (ai) and what looked like a torn leaflet. A second valve was successfully implanted at the same depth resulting in trace pvl. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Central regurgitation post implant of a tav can be related to several factors; in this case, it was reported that a cuspal tear was evident post a balloon valvuloplasty; without review of procedural imaging (not provided), the reported cuspal tear could not be confirmed and an assignable root cause leading to the central regurgitation cannot be determined at this time. Although cannot be confirmed, it is possible that the alleged tear may have been caused by the balloon valvuloplasty; the device IFU instructs the user to refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.